Manufacturer narrative:
This device was thoroughly inspected and analyzed upon its return to our quality assurance laboratory. Review of the device memory confirmed a code 1003 had been displayed; no other faults or resets were noted. Although the battery voltage was lower than expected (2.7 volts), the power consumption was in normal range and all therapy was available while this device was implanted. The device case was removed, and detailed analysis revealed a high current drain. Further testing confirmed the presence of an internal crack within a low voltage capacitor, which caused a high current drain and resulted in an unexpected drop in remaining longevity.

Event description:
It was reported that this device recorded a red code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported. Device has been explanted and replaced. The product has been received for analysis.

Event description:
It was reported that this device recorded a red code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported. Device has been explanted and replaced.